Manufacturer narrative:
On 06/23/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation of the ICD involved in this MDR report: the physician had difficulties to introduce the screwdriver through the silicone cover to reach the connector of the right ventricular lead. Once the screwdriver got through the silicone cover, the physician turned the screwdriver before it reached the screw. He did not hear the "click sound" of the screwdriver. The physician unscrewed and removed the screwdriver from the connector. The screw remained "stuck" on the screwdriver. The device was returned for analysis and the physician implanted another paradym ICD.